Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to unspecified reasons. A patient outcome was not reported. Additional information received that the patient found it difficult to use the pump. The patient had a new pump implanted.